Event description:
Four needlestick injuries to the hands or fingers were experienced by hosp employees. In all situations the needlesticks had occurred as a result of the syringes not dropping completely to the bottom of the 4838-c sharps container and accumulating in the tortous path lid of the unit. The sharps containers were in a closed almond cabinet at the time of the incidents. Source was unsure of the type or sizes of needles that caused the sticks, but stated that the sticks had resulted from "i.v. Butterflies" or syringes accumulating in the lid, and the nurses not seeing them when they went to dispose of the next syringe. She stated that in two incidents the containers did appear to be overfilled, but in the other two, the syringes had jammed in the lid and the container was approx half full. First aid was given for the wounds.

Event description:
A nurse experienced a needlestick injury to the hand or finger while disposing a syringe in a sharps container housed in an almond cabinet.

Event description:
A nurse experienced a needlestick injury to the hand or finger while disposing a syringe in a sharps container housed in an almond cabinet.

Event description:
A nurse experienced a needlestick injury to the hand or finger while disposing a syringe in a sharps container housed in an almond cabinet.

Event description:
A nurse expereinced a needlestick injury to the hand or finger while disposing a syringe in a sharps conatiner housed in an almond cabinet.